Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the customer had an elevated blood glucose (bg) level was 300-400 mg/dl. Reportedly, the customer received assistance from a nurse at the clinical trial to deliver a manual insulin injection to address the elevated bg.